Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Unique device identification (UDI): not applicable. Four attempts were made to follow up with the customer, to ask for the questionnaire, but no response received. Investigation was carried out 04 april 2024 and the details were documented as follows: natus complaint# (B)(4) - ups sparking system pn: 029368, xltek eeg/psg dell optiplex xe3 small form factor system, sn: (B)(6) sn of powervar: (B)(6). Investigation results: initial review from powervar conducted under another case (B)(4), powervar released memo in august 2018 regarding recommended ups battery replacement every three years for optimal performance. Units were evaluated and failure was confirmed. Root cause/probable root cause: eco#40359 was created jan. 2023 to address shipping a battery in a discharged condition. Per powervar's assessment, a battery that is heavily discharged can cause the ups to drive too much current through the charge circuitry resulting in the driving fets to fault. Natus created a manufacturing process to periodically charge the batteries while in inventory. This refresh charge document was added for assuring ups batteries are not shipped discharged. No related capas failure confirmed: yes. Investigation result code: neuro sbu/battery problem.

Event description:
Medical grade ups with isolation - 110v ergojust cart - ups sparking. User reports sparks coming from device. No injuries.

Manufacturer narrative:
Initial report ref natus complaint#(B)(4). Unique device identification (UDI): not applicable. Risk review: per (B)(4) rev 69 xltek eeg/psg risk analysis spreadsheet, hazard ID 2.9 cause - internal short circuit. Effect (harm) - range from clinically insignificant to major injury from burns. Rba rating: medium. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. The customer requested a replacement ups due to reports of sparks being seen. The customer was shipped a replacement medical grade ups with isolation - 110v ergojust cart, for resolution. An adverse event questionnaire was sent to the customer in order to obtain more details. 07-february-2024: the affected product was returned to natus for evaluation. Awaiting investigation results.

Event description:
Medical grade ups with isolation - 110v ergojust cart - ups sparking. User reports sparks coming from device. No injuries.